Event description:
Pt in surgery for anterior total hip arthroplasty. Depuy screw driver (rotating head) for anterior hip set broke after inserting screw. All pieces retrieved. New screwdriver obtained. No pt harm. Surgeon aware. Mgr central sterile notified about event.